Manufacturer narrative:
Concomitant medical products: 1688t competitor lead, implanted: (B)(6) 2005. Evaluation summary: the partial lead was returned in segments and analyzed. The analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were lead warnings for abrupt increases in both defibrillation coil impedances, reaching high levels on the right ventricular (rv) coil and undefined high levels on the superior vena cava (svc) coil. The rv lead was explanted. A replacement lead could not be implanted on the left side due to occlusion, so a replacement was implanted on the right side. No further patient complications have been reported as a result of this event.